Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. A 21g flexision needle and third party cytology brush were used to biopsy the 0.9 cm lesion. The lesion was located in the left upper lobe - apicoposterior segment and was close to the fissure. The pneumothorax was identified via chest x-ray. The initial size of the pneumothorax was small to moderate. A repeat chest x-ray showed that there was a minimal increase; therefore, a pigtail catheter was placed to resolve the pneumothorax. A diagnosis of inflammation (non-infectious)/granulomatous inflammation (benign) was made. The patient was discharged home 2 days later. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The procedure was completed and the patient was discharged home.